Manufacturer narrative:
(B)(6). Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during surgery, the suture cutter's plastic piece broke off when they tested the suture cutter. The procedure was completed without delay using a competitor device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The cutter at the distal end of the device has a small piece fractured away. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include maintenance issues, excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.